Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose level rose to 25 mmol/l (450 mg/dl). Analysis of the returned device confirmed a tear in the internal cannula, which resulted in fluid leaking from the fluid path. The device was originally reported for the patient being unsure whether insulin was delivered.